Event description:
Customer reported wearing the pod for approx 12 hours and had elevated blood glucose levels (bg's) upwards of 300 mg/dl. Customer stated despite repeated bolus insulin doses, the bg would not respond. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.